Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2024 senseonics was made aware of an incident where physician was unable to remove the sensor on the two attempts made on (B)(6) 2024.

Manufacturer narrative:
Despite multiple attempts being made to the user to gather more information regarding the reported event, the user remained unresponsive. No further follow up was possible on the status of sensor removal. B4. Date of this report 24 february 2025. G3. Date received by the manufacturer? 03 february 2025. H6. Investigation conclusions updated to 22.